Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that non-invasive programmed stimulation (nips) testing and defibrillation threshold testing (dft) were performed on this patient. Successful induction occurred; however, the shock impedance measurement was not recorded. Approximately 8 weeks later, an alert for a shocking impedance measurement greater than 125 ohms was generated. Review of the stored data identified a gradual increase in the impedance measurements which were now greater than 125 ohms. A boston scientific technical services consultant documented and discussed the clinical observations. The patient will continue to be monitored. No adverse patient effects were reported.